Event description:
Initial information was received from a consumer on (B)(6) 2011: a (B)(6) female received injections of poly-l-lactic acid [sculptra aesthetic] (lot number/expiration date unknown) for deep wrinkles in (B)(6) 2011. Approximately six months after the last injection session (onset(B)(6) 2011), she developed nodules all over her face at the previous injection sites. The nodules first began at the top of the nasolabial folds and then spread to all over the face. She was seen by her dermatologist to evaluate the nodules. The dermatologist used one session of triamcinolone [denalog] injections as a treatment for the nodules and the consumer was scheduled for more triamcinolone injections next week ((B)(6) 2011). On the day of the report, the nodules were ongoing. No further relevant information reported.